Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# va0ev5p, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient states last night they had a return of symptoms so they tried to adjust the stimulation but was unable to do so with their programmer. The patient reports a loss of therapeutic effect. The patient had urgency and spasms. The patient hasn't really had this issue since they got the therapy, until last night. The patient was up 5 times. The patient was in bed from 11:30- 5:30 am. The patient states once in a while they dribbles but that's about it. The patient went to try and adjust the stimulation but was unable to do so with the programmer. The patient doesn't need assistance with adjusting the stimulation once the programmer was working.